Manufacturer narrative:
The device was not returned for analysis. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that a silent nite gl hinge appliance has broken. It was reported that the patient's silent nite gl hinge had a screw come loose. No injury was reported.

Manufacturer narrative:
Additonal information h11: a non-visual device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Fmea review results: based on the root cause description above, the failure mode of button/anchor detachment has been previously identified and documented as a known failure mode. This occurrence is consistent with the existing risk assessment, and no additional risk mitigation measures are required at this time. The manufacturer internal reference number is: (B)(4).